Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: blurry the probable root cause could leaking scope. The device manufacture date is not known the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was blurry image.

Event description:
It was reported that there was blurry image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.